Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal intrathecal (2000 mcg/ml; 560.1 mcg/day; lot number unknown by reporter). The indication for use was intractable spasticity and cerebral palsy. The patient's medical history or other medications taken at the time of the event was not provided. The patient's catheter was revised on (B)(6) 2015 due to the fact that the patient needed more control of lower leg spasticity, which began in (B)(6) 2015. Despite dosing increases, the patient was not getting good control. The catheter tip was at t1 and the physician pulled the catheter down to t10, and the catheter was trimmed and spliced using an 8590-9 kit. During the catheter revision, the total prime volume was 0.374 ml, the concentration was 2000 mcg/ml and the prime dose was 748 mcg. The physician had also decided to replace the pump because it was nearing the eri (elective replacement indicator) and because the patient was already having the catheter revision surgery. When the physician opened the pocket, clear fluid collection in the pocket was noted. It was assumed that this clear fluid was csf (cerebral spinal fluid) or drug. The fluid was not checked. The physician replaced the pump connector and was able to aspirate csf freely. No dye study was done. Lioresal intrathecal (2000 mcg/ml) was added to the patient's new pump. The lot number was ds0080 and the pump was programmed to deliver the same dose (560.1 mcg/day). Additional information was received on 11/13/2015 by a company representative who indicated that the physician had requested that another physician lower the catheter from a high thoracic placement (t4) to t10. The physician had wanted better spasticity control for the lower extremities. The patient's catheter was functioning fine; the spasticity control issue was the only reason for the revision. On 11/17/2015 information was received from a healthcare provider who indicated that the patient's lack of therapy had been resolved. The pump was replaced on 11/12/2015. Since it was unknown what the clear fluid consisted of and the side aspiration was positive, the pump was restarted at 560 mcg/day. A few hours later, the healthcare provider was informed that respiration had dropped to 3 per minute, so the intrathecal baclofen was lowered to 96 mcg/day. The low respiration was resolved.

Manufacturer narrative:
(B)(4).